Event description:
It was reported that during the surgery done in (B)(6) hospital, while tightening the nut for reduction screw, tip of the blocker inserter broken into two pieces. Surgery was completed with the other blocker inserter that was present in the kit. Broken parts were removed from the patient.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: visual inspection confirmed that the tip had fractured off of the main body. Review of the correspondence confirms that the event occurred during provisional tightening of the blocker. In deformity cases the rods are often not seated properly within the screw tulip, which may require that a large amount of force be applied on the rod to seat it properly. The surgical technique advises the user to persuade the rod and then provisionally lock, so that the inserter does not become the sole source of force persuading the rod into place. Material analysis determined that the breakage occurred through overload in a ductile and bending mode, which was the result of the blocker being inserted without a persuading device. Conclusion: the most likely cause of the blocker inserter fracture is excessive torque applied to the inserter during tightening of the blocker.

Event description:
It was reported that during the surgery done in (B)(6) hospital, while tightening the nut for reduction screw, tip of the blocker inserter broken into two pieces. Surgery was completed with the other blocker inserter that was present in the kit. Broken parts were removed from the patient.